Event description:
It was reported that a system failure primary audible alarm was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found no physical damage. The pump event history log review showed a primary audible alarm error. The technician could not duplicate the stated problem after flow and occlusion tests. The technician replaced interconnect board and speaker as preventative measure. Replaced right plunger case due to physical damage and greased, calibrated the device and performed all functional tests and passed. The root cause is undetermined.